Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
After the exchange of the modular cable no further alarms were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms could not be confirmed through this evaluation. No log files were provided and the system controller, serial number (B)(6), was not returned for analysis. The root cause of these events could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 IFU, section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate 3 IFU, section 2 - ¿system operations¿, and heartmate 3 patient handbook, section 2 - ¿how your heart pump works¿, explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline power fault alarms on their system controller. The ventricular assist device (vad) coordinator exchanged the modular cable and controller. The hospital wanted to the return the modular cable only. Log files were not provided.